Event description:
New information received indicates that insertable cardiac monitor (icm) exhibited premature battery depletion.

Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.